Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the tip of the adjustment screw and was missing. Resulting in the clamp being unable to open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, a washer on the spine clamp was damaged washer resulting in the clamp being unable to open. No additional information was provided. There was no patient present when this issue was identified.